Event description:
It was reported that during the beginning of a prostate procedure, at 175,169 joules, it was noted that the fiber commenced forward firing and the fiber tip was burnt. The procedure was completed with a second fiber. "No injury to the patient" reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe char; the outer flow tubing exhibits moderate contamination, likely biologic. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber.